Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be conclusively determined when this damage to soft cannula occurred. The pod received was having evidence of blood on the distal tip of soft cannula and on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the formed needle and the bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment for hyperglycemia, a new pod was applied and a bolus was delivered.